Event description:
It was reported that during deployment of the embolization coil into a blood vessel for vascular occlusion, the coil prematurely detached in the parent artery. The physician retrieved the coil, using an intravascular snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis results: only the microvention embolization coil was returned; the delivery pusher was not returned for evaluation. The implant had the appearance of being hydrated. It is normal in appearance. Root cause analysis: the root cause could not be determined as all components of the device were not available for evaluation.